Manufacturer narrative:
D10 concomitant products: egiauxl, egiauxl endogia ultra univ xl stapler (lot#: p5e1133), egia60amt, egia60amt egia 60 artic med thick sulu (lot#: p5c1072), egia60amt, egia60amt egia 60 artic med thick sulu (lot#: p5h1077). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter the first surgery was performed on (B)(6) 2026, a partial colectomy without colostomy via video laparoscopy, using one unit of manual handle and three units of 60mm reload. The surgery went as expected and the patient remained stable. On (B)(6) 2026, a second emergency laparoscopic surgery was performed due to focal peritonitis with the presence of a fecaloid junction over the ileocolic anastomosis region, where a 5mm dehiscence was observed over the staple line. Exhaustive lavage was performed with saline solution, identification of the dehiscence edges, enterorrhaphy in two planes and further lavage of the cavity. Two days after the second surgery, patient underwent a third emergency exploratory laparotomy due to new fecal peritonitis and complete dehiscence of the anterior surface of the staple. Deserosed small bowel area at the jejunoileal junction. Dehiscence clamping was performed, exhaustive cavity lavage with removal of loops from the cavity, anastomosis resection, preparation of the transverse colon and ileum. With resection of a segment thereof, for ostomy. Resection of the deserosed segment with end-to-end anastomosis in two manual planes, cavity revision with lavage using warm saline, exteriorization of the colon and small bowel in the right upper quadrant with fixation of a double-barrel ostomy with good vitality. In addition, the patient needed to undergo two more surgeries because the stapling opened and it was necessary to place a colostomy bag. The patient is in the ICU. It was noted that the patient is now stable and have already left the ICU.